Event description:
ER physician was inserting a presep oligon oximetry central line catheter in the right subclavian. As he was retracting the guidewire, he noted that the it had fractured. It appears that just the internal wire fractured, the spring on the outside was intact, so the entire wire did not lose its integrity. There were no concerns that any parts were left in the patient. It required removal of the entire catheter to extract the wire. Another kit was used to insert a new catheter without incident. There was no harm to the patient.====================== health professional's impression======================he felt that the guidewire was defective as there was no unusual force applied when attempting to remove the guidewire or when inserting the catheter. The physician is very experienced in insertion techniques for central lines.